Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was an issue with the scale markings on a bd emerald¿ 5ml syringe. The scale markings were reported to graduate every 0.2 ml instead of the intended 0.5 ml. There was no report of injury or medical intervention.